Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had a difficulty in inserting the intermittent catheter. It caused a rough spot and a small amount of bleeding. No medical intervention was reported. Per additional information via form with sample returned on 01mar2022, it was reported that the catheter could not be inserted beyond a few inches. Original bard olive tip catheter were discontinued, and initial replacement was not liked and currently patient had a proper product.

Event description:
It was reported that the patient had a difficulty in inserting the intermittent catheter. It caused a rough spot and a small amount of bleeding. No medical intervention was reported. Per additional information via form with sample returned on (B)(6) 2022, it was reported that catheter could not insert beyond a few inches. Original bard olive tip catheter were discontinued and initial replacement was not liked by patient and currently they had proper product.

Manufacturer narrative:
The reported event is inconclusive due to lack of information. 11 orange coude tip catheters were returned unopened in original packaging. Catheters were visually observed and no lumps or flashing was noted, meeting specification. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings: ¿ on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. ¿ visually inspect the product for any imperfections or surface deterioration prior to use." "Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra" "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was evaluated.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The lot samples returned by the customer were unused. However, the reported product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed. As the reported event is unconfirmed a labeling review is not required. Corrections: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the patient had a difficulty in inserting the intermittent catheter. It caused a rough spot and a small amount of bleeding. No medical intervention was reported. Per additional information via form with sample returned on 01mar2022, it was reported that catheter could not insert beyond a few inches. Original bard olive tip catheter were discontinued and initial replacement was not liked by patient and currently they had proper product.